Manufacturer narrative:
The product, cypher select plus, is not distributed in the united states, however, it is similar to the united states' product, cypher sirolimus-eluting coronary stent. The product was returned for analysis, however, the evaluation is not yet complete. Additional information will submitted within 30 days from receipt.

Event description:
The information received indicated that the patient was admitted with a 90% lesion at the distal left anterior descending artery (lad) that was tortuous and calcified. The lesion length was 15mm. The lesion was pre-dilated with a 2.0 x 15 sprinter balloon and a 2.5 x 18mm cypher was deployed at the lesion under 12atm. The stent was fully deployed in the vessel. Upon withdrawal of the balloon, the stent migrated forward. The physician tried to remove the stent by dilating it with a balloon, but this failed. The physician deployed it in the vessel location where it migrated at 16atm. The stent was not post-dilated. Another stent was implanted in the target lesion. There were no anomalies noted when the device was taken out of the package. The stent appeared normal prior to inserting it into the patient. There was no resistance experienced while passing the stent deployment system through the guiding catheter. No resistance was experienced while tracking the stent deployment system to the lesion. No resistance was experienced while crossing the lesion. No attempt was made to withdraw the stent deployment system with the stent on the balloon. A xb 3.5 guide catheter was used. There were no anomalies noted while inflating the device with positive pressure. The stent was not partially expanded in the vessel. There was no anomaly noted while deflating the balloon. The stent was finally implanted in the proximal-led. There was no adverse event to the patient due to the reported event.